Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the shaft of the device broke away from the handle and could no longer deploy the monopolar hook. There was no patient injury.